Manufacturer narrative:
Additional information: after a thorough review, it was found that the complaint was also filed under report number 3012236936-2025-0001896. This report with MFR report number 3012236936-2025-0001984 is considered a duplicate. Hence, a correction MDR is required, with the awareness date set for 8/11/2025, which is the date the file underwent review. Therefore, this follow-up #1 is being submitted to provide the corrected data. There will no longer be any further reporting under MFR report number 3012236936-2025-0001984. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed and replaced in same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in same procedure. Section e1: title, email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a surgical procedure, a lens was implanted in a patient's eye, but a black mark was observed in the center of the lens. As a result, the lens had to be cut out, and a backup lens was used. The lens was inserted and removed during the same procedure. The event occurred during the implantation process, and the patient was not permanently or temporarily impaired, with their status marked as unknown. No further information is available.